Manufacturer narrative:
This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges a patient underwent a left breast lumpectomy on (B)(6) 2024, at which point a biozorb marker was implanted. It is alleged that in (B)(6) 2024 the patient developed pain, redness, and swelling of the left breast. The litigation alleges that oral antibiotics were attempted; however, the patient required hospital admission on (B)(6) 2024, for intravenous antibiotics. It is alleged that the patient was treated for cellulitis, and upon discharge from the hospital continued topical treatment for "associated radiation dermatitis." It is reported in the litigation that the patient underwent a left total mastectomy on (B)(6) 2025, with reports of "necrotic debris consistent with a seroma containing the biozorb and clips within the surgical bed." This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.